Event description:
The pt reported she accidentally pulled her new cartridge out of her insulin infusion device. She stated that, because of this, approximately "200" units of insulin pooled inside her infusion device. She stated she used a paper towel to dry her device and then turned it upside down and no insulin came out. On follow up, the pt stated she had an elevated blood glucose reading of "around 300" mg/dl. She said that because she was going to bed she did not take as much insulin as she normally would. She stated she was wakened by her watch alarm that lets her know if her blood glucose levels become low while she sleeps. She stated her blood glucose reading "bottomed at 54 mg/dl." The pt stated she drank a 20 oz. Coca cola and ate 4 cookies to bring her blood glucose levels back up. She stated she tries to keep her blood glucose at around 200 mg/dl. She stated she did not notice any moisture inside the infusion device since the spill but does not "feel comfortable" with the device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The prod was replaced and requested to be returned for eval.